Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting procedure there was a short in the bipolar cord. The product was changed out. There was no harm to pt. The surgery was completed successfully.